Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. Damages to the display window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked reservoir tube noted.

Event description:
It was reported that the insulin pump is broken. Insulin is shooting out of the end during the manual prime process. The blood glucose reading is 230 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.